Manufacturer narrative:
The device was not returned; therefore, failure analysis could not be performed on the device. A review of the device history record and non conforming materials reports is ongoing and a follow up report will be filed. Risk analysis was performed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is injury due to the procedural placement of the introducer sheath.

Event description:
The physician accessed the right common femoral artery. Upon injection of contrast media, it was observed that a dissection had occurred where the sheath enters the vessel. It is not clear how this occurred. The physician repaired the vessel after obtaining access from the contralateral side. A final fluoroscopic image confirmed there was flow going through the vessel. The sheath was pulled and it was noted the patient had pedal pulses. The patient was kept overnight for observation and then discharged on (B)(6) without further incident.